Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to the small intestine during laparoscopic gastroplasty procedure, the reload did not fire. Another reload was opened and used to complete the case. There was no patient injury.